Manufacturer narrative:
Our field service engineer was on site and examined the ventilator. The ventilator functioned properly, it passed all pre-use checks. The ventilator's logs were downloaded and it was test run for 2 hours after which it was returned to service. The evaluation of the logs is limited to the period of the event and it shows that there are 2 main ventilation periods during the time. The first one lasted 1 hour 8 minutes and the second one lasted 1 hour 18 minutes. The first period was in the pressure control mode for the adult pt category. At the start of the period the peak inspiratory pressure was adjusted down from 21 cmh20 to 17cmh2o. The period contains many low expiratory minute volume (mv) alarms which indicate that the delivered mv was less than the set 0.5 1/min. The upper respiratory rate limit was set at 100 breaths and thus no rr alarms are generated until this limit is exceeded. The oxygen concentration was adjusted several times from 100 percent at the start down to 40 percent at the end of the period. The second period was in infant category in a combination mode where the pt received mandatory breaths synchronized with the pt's breathing efforts. This period was problem free. Notable in this period is the low mv limit that was set at 0.01 1/min which implies disabling the alarm. The conclusion in the matter is that there was no ventilator malfunction at the time. The ventilator functioned as it should in the chosen modes of ventilation. The reason why the adult and infant categories were used on the same pt has not been determined. The settings in the adult category at the time delivered the correct set pressures and volume but triggering the ventilator according to spontaneous efforts would be more difficult for an infant. (B)(4).

Event description:
(B)(4).